Event description:
Consumer complaint of blood results were reading "lo". Customer state he is feeling fine. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We apologize for the lateness of this report.